Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that an ab positive control was failing. After the customer had repeated his tests with a freshly and correctly prepared bromelin for erytype working solution the ab positive control passed. The customer had returned neither the supposedly defective product nor the control. Therefore our quality control laboratory tested the retained sample of bromelin for erytype with various controls and samples on a erytype s abd+rev.a1, b. All positive and negative reactions were correct. We did not observe any false negative reactions. Based on the informations the customer provided we strongly assume that the bromelin working solution was not correctly or freshly prepared. There is a notice in the instruction for use for preparing the working solution, saying that it is, once prepared, stable for 24 hours. Testing by our quality control laboratory confirmed the allegedly defective lot of bromelin for erytype functions correctly. A customer´s handling error can not be excluded. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.